Event description:
Staff were using golvo lift to lift the patient up from the bed. The rn reported that the lift belt became twisted during the lifting process. No twist when the lift belt was applied. When the lift device was lowered, the lift machine lowers the patient until the patient's weight is resting on the bed. During further passive lowering to remove the loops from the lift sheet, the lift height lowered as well. When this happened, the rn reports that the belt became lodged and then suddenly broke free. The staff and patient were almost hit by the belt as it broke free from the device. Near miss--no actual injuries sustained by staff or patient. The rn reports that this has happened a few times before when they have used a belt that has become creased or twisted before a patient was put into the lift (staff had untwisted/uncreased before using the device). However, this was the first time that the belt twisted with the patient in the lift. The lift and the lift belt are different pieces of equipment made by the same company. The belt (original high back sling) was size xl with a max lift weight of 1100 pounds.